Event description:
Device was used in a femoral line and the hub disconnected from the catheter. X-rays were performed and the catheter located. A cut down performed for removal of the catheter with no pt complications. Both pieces were discarded.